Manufacturer narrative:
Failure investigation (fi) received gas delivery system (gds) assembly for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. Fi technician tested the gas delivery system assembly and no failures were identified. Root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the v60 ventilator was not ventilating properly. Reportedly, this unit was serviced in (B)(4) and has not been working properly since. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Patient information: the customer could not provide the information, but there was no patient harm. Health professional? - yes. Occupation - respiratory therapist.